Event description:
The surgeon felt friction when advanced the stent at the middle of the prowler select plus microcatheter ((B)(4)). The surgeon withdrew the microcatheter and noted there was a kink at the mid of the microcatheter. Then changed another microcatheter to complete. No adverse event on the patient.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: stent (details unknown). New microcatheter (details unknown).

Manufacturer narrative:
Friction was felt when in the middle of the prowler select plus microcatheter (606s255x/15820651) when advancing an unknown stent. The microcatheter was withdrawn and a kink was noted in the middle of the microcatheter. The microcatheter was exchanged for another one to complete the procedure with no adverse event to the patient. No further information has been obtained with follow-up investigation. A non-sterile prowler select plus 150/5 cm microcatheter was received inside a pouch coiled inside of a plastic bag. No damages were noted on the hub. The body was inspected and was found with a kinked and compressed section. The microcatheter was inspected under microscope and the damages found with the visual analysis were confirmed (kinked and compressed section). The ID and od from the microcatheter were measured and were found within specification. After that a 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip and friction was felt when the guidewire was pass through of the kink and compressed sections found on the microcatheter. However the guide wire passed totally the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Inner lumen resistance of the microcatheter was confirmed and based on the analysis it was due to the kink with no obstruction of the lumen. The ID was within specification with no evidence of any manufacturing issues. As reported and confirmed with analysis, the reported resistance during insertion of the concomitant device into the prowler select plus microcatheter requiring removal was due to a kink in the catheter shaft. Catheter kinking during clinical use is a known and common occurrence and is typically related to device handling, anatomy, technique, manipulation, and or vessel tortuosity. Procedurally the microcatheter would have been positioned at the target site over a guidewire prior to attempted insertion of the stent. Based on this it appears that procedural factors may have impacted the event. Additionally inspections are in place to prevent devices with this type of damage from leaving the facility. With review of the available information, analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.